Manufacturer narrative:
The part was examined. The morse taper (interface with the neck portion of implant) is within specification. There was damage in the threaded hole which may have been created by the end user. (This damage does not impact the locking mechanism function.) No other issues were identified with the part. A root cause determination cannot be made based on the available information. Additional mdrs associated with this event: MDR 3025141-2016-00082: stem, MDR 3025141-2016-00083: neck.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. During a routine post-op check, it was realized, via x-ray, that the head/neck assembly of the implant was dissociating from the stem. Revision surgery was performed on (B)(6) 2016, where the slide-loc product was replaced with another product.